Event description:
The customer reported that the clear insulation disengaged and fell into the pt cavity. The material was retrieved and there was no pt injury. The surgeon opened another device and successfully completed the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.